Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient still had their electrodes left inside them from previous device. Patient got an MRI of their shoulder (B)(6) 2024 and they didn't heat up but they were unaware that they still had electrodes left and the day after patient mentioned they heated up but also denied heating up (agent was confused), then mentioned it just felt like somebody pushed them in the chest. Patient also mentioned they had muscle pain the day after. Patient did not know if this was related to their MRI but the feeling was gone after a couple days. Agent reviewed MRI and lead information. Patient mentioned they didn't ring or alarm in the airport anymore when they go through airports (agent understood this as security gates/wands). Patient inquired if they could have a surgeon remove their electrodes. Agent emailed physician listings.

Manufacturer narrative:
B3 event date was asked but unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h10 for previously reported issues during past MRI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.